Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 3.0, lab: 4.3. F/u from customer: self test with 3 staff members not on coumadin provided normal results.

Manufacturer narrative:
Investigation pending.